Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set did not have enough adhesive and they are not staying on (B)(6) 2026. No further information available.